Event description:
It was reported that following the implantation of an elevate anterior graft, the patient experienced mild de-novo pelvic pain. She reported vaginal pain and feeling of heaviness in vaginal area since sling release on (B)(6) 2015. In addition, she described pain deep in vaginal cuff with intercourse. Her "options" were discussed and she is to return for follow-up appointment on (B)(6) 2015. The event is considered not recovered/not resolved (continuing). There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that the event is recovering/resolving (adverse event is improving) as of (B)(6) 2015. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4)

Event description:
Additional information received indicated that the patient was seen in the clinic on (B)(6) 2015 for a scheduled study visit. The patient experienced vaginal pain. The physician and patient discussed restarting physical therapy. The event was considered recovering/resolving (adverse event is improving) as of (B)(6) 2015, instead of the previously reported (B)(6) 2015. If additional information is received, a follow up report will be sent.